Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-pwr-1000 insert, the insert was getting hot. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The inserts was inspected and found to be 90 % clogged. The insert was not tested for temperature due to being 90% clogged. After testing the insert it was found to have plastic flash clogging the insert. The insert was tested using a g-136 unit, the test unit # was gi36-01906, thermometer (B)(6) (cal date (B)(6) 2016 - cal due (B)(6) 2017). Water flow was set at 35 cc and a temperature of98.3 was recorded. In conclusion the complaint for the insert getting hot has failed for having no water flow caused by plastic debris.